Manufacturer narrative:
Device evaluated by MFR: the hardware analysis was completed to determine the probable cause of the issue. Analysis was able to confirmed the allegation. The mvs started beeping and then unexpectedly shut down."mvs computer passed bench test. Analysis determined that the root cause was the malfunction mvs server. Fdm 10, fdr 180 and fdc 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: kit svc bi71000644 mvs comp 3.2.1. Device evaluation has not been done at the time of submitting this report. If information is provided in the future, a supplemental report will be issued.

Event description:
No issue was alleged. Medtronic received information regarding an imaging system found during planned maintenance. It was reported that the mobile viewing station (mvs) started beeping and then unexpectedly shut down. There was no patient present.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi3000090, lot /serial #: azp03420478 / (B)(4). Additional information was added to the event description. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the mobile view station (mvs) computer was replaced. Once replaced the issue was resolved. The computer was returned to the manufacture for evaluation and is under analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the mobile view station (mvs) computer was beeping, then it shutdown presumably due to a hardware failure within the computer.